Manufacturer narrative:
Approximate age of device: 2 years. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a gi bleed. Anticoagulation regimen was modified and the patient is also receiving octreotide.

Manufacturer narrative:
A specific cause of the reported gi bleed could not be conclusively determined. The patient remains ongoing on vad support and no product was available for investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.